Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. Before analyzing the devices, the quality documents associated with the manufacture of the ICD and the lead were inspected. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the bos battery status, one charging cycle was recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the atrial as well as the far-field channel. Based on their morphology, the noise signals presumably resulted from external source. A sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found 27 cm distal to the df4 connector pin, as well as a deformation of the outer conductor coil. It is reasonable to assume, that the cuts resulted from the extraction procedure and the deformation of the outer conductor coil resulted due to mechanical stress from the ligature. However, a thorough analysis of the lead did not show any deviations which might have led to the reported atrial oversensing. The values of the parameters measured during the electrical analysis were within the technical specifications. In conclusion, a thorough analysis of the ICD and the lead proved the devices to be fully functional. There was no indication of an ICD or lead malfunction. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that atrial oversensing was noted on this lead. A revision surgery was performed and the lead was explanted. Should additional information be received, this file will be updated.